Event description:
The patient called lifescan and alleged that their meter was set to the incorrect unit of measurement. They visited thier physician for assistance. The physician did not treat the patient. The patient stated that the meter was previously set to the correct unit of measurement and that they did not make any changes in the settings mode. No injury or harm was alleged. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings. A replacement meter is being sent.